Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user woke up with low blood glucose (bg). She took nasal glucagon and called 911. The ilet reading was 50 mg/dl. Ems took a fingerstick which recorded 90 mg/dl. Ems stayed till the user felt better. During the event, the patient reported experiencing dizziness, excessive thirst, headache, and felt she couldn't make rational decisions.